Event description:
Overdelivery reported. The pump was set to infuse an unspecified solution in 250 ml/hr. A nurse reported that "a malfunction in the pump caused a fluid bolus of 200 ml to infuse in 45 minutes." There was no adverse effect to the patient. The customer biomedical engineering department was unable to duplicate the reported event.